Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use, it was noted that when the dilator was removed a valve damage (leaking blood) was observed, the sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device was received by bsc.

Manufacturer narrative:
Investigation summary: when the sheath was first received at boston scientific's post market laboratory it was visually inspected and no abnormalities were found. When the sheath was connected for leak testing fluid was seen to leak from the hemostatic valve in the sheath. When it was examined under a microscope a tear was found on the external valve. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of a leak from the sheath was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design as the tear likely occurred when devices were placed across the valve of the sheath.

Manufacturer narrative:
Patient information and e-mail address of the initial reporter were not available at the facility.

Event description:
During a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. During insertion inside the patient, a leak has occurred. Blood was leaking. Bleeding occurred even after the dilator was removed. When the dilator was removed after advancing up to the left atrium, after transseptal access using the versacross device, a valve damage (bleeding) was observed. The sheath was replaced and the procedure was completed successfully. No patient complications were reported.